Event description:
On (B)(6) 2012, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The patient was lost to follow up. On (B)(6) 2019, the patient presented to the emergency room. A CT scan revealed type ii endoleaks originating from the l4 and inferior mesenteric arteries. The aneurysm measured 85 mm. On (B)(6) 2019, a reintervention occurred whereby the l4 artery and ima were coil embolized. At the end of the procedure, the patient suffered pooling of blood in the retroperitoneal cavity. It was suspected that the aneurysm sac ruptured. On (B)(6) 2019, the patient underwent an additional CT scan which appeared to show a 5 mm "marble" of calcium present on the anterior wall approximately 15 mm distal to the proximal end of the trunk-ipsilateral leg component. It was suspected that this calcium caused a type iii (hole) endoleak in the device. Therefore, two aortic extender components were implanted to treat the suspected type iii endoleak. Final angiography revealed no pooling in the area of the suspected graft hole. However, additional type ii endoleaks were seen on final angiography.